Event description:
Approximately 13 years ago, I had the essure coil implants. I can't say for sure that they caused early onset of menopause, but I was done with my menstrual cycles just 5 years after the implants at age (B)(6). In (B)(6) 2018, I was admitted to hospital with acute pelvic pain on the left side. I was diagnosed with an infection of the colon and avoided surgery since I responded well to medication and spent approx 4 days in the hospital. Colorectal surgeon diagnosed diverticulitis of the colon and noticeable damage to the colon in the area of infection. Approx. 6 months later, I experienced symptoms once again and my CT scan showed the essure coil and that was no longer just in the fallopian tube. It had punctured the ovary and colon on the left side creating infection to all three organs. In (B)(6) 2019, I had surgery to remove the ovary, fallopian tube and part of the colon. Now in (B)(6) 2021, after 1 1/2 years of more suffering, I am facing more surgery to correct a pelvic prolapse and uterine issues. I still have the right essure implant in my body but worry about it and any future problems it could cause. FDA safety report ID# (B)(4).